Event description:
It was reported that during procedure, the lead was twisted and became longer than normal length. The lead was not used and was replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of material twisted was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Final analysis of visual inspection found the lead body insulation was twisted. The cause of the reported event was consistent with procedural damage.

Event description:
The lead was positioned in the right ventricle of the heart.